Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to 500 mg/dl and she went into diabetic ketoacidosis as a result. The customer was not hospitalized; she treated with multiple insulin pump boluses in order to bring her ketones down. The customer's blood glucose increased due to changing her device settings without her physician's approval. Troubleshooting for the insulin pump was declined. No products were returned or replaced.